Manufacturer narrative:
Batch review performed on 28-feb-2020: lot 155701: (B)(4) items manufactured and released on 7 december 2015. Expiration date: 2020-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by clinical evaluation performed by medical affairs director hip revision performed 3,5 years after hybrid total hip arthroplasty in a heavy ((B)(6) kg) (B)(6) year old patient. No information concerning patient general heath status and comorbidities is available. Radiographic image provided shows the presence of signs of stress shielding.

Event description:
Hip revision after 3 years and 7 months from the primary due to stem loosening and infection suspicious. All implants were revised, no infection present.